Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery, an ophthalmic tip became stuck in the trocar and subsequently broke inside the lumen multiple times. The procedure required extended surgical time and additional maneuvers. The surgery was completed by replacing the tip with a new one. No patient impact has been reported. This complaint pertains to one of two reports received from the same facility.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The returned instrument was delivered in an injection cover and the trocar canula also there in a pack. The tyvek foil was separately and shows the lot information. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities or defects on the soft tube. The instrument was then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instrument and the aspiration as well as the irrigation works as expected for the instrument. In addition, trocar compatibility was tested, and it was noticed that the instrument could be passed through the trocar. No abnormalities were detected in the trocar either. The customer's complaint can therefore not be confirmed, as the product met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.